Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous mid left anterior artery that is 90% stenosed. The 3.0x12mm nc trek neo balloon dilatation catheter (bdc) met resistance during advancement; however, once at the lesion during the first inflation the bdc ruptured at 8 atmospheres. A new same size trek balloon was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.